Event description:
The complaint is classified based upon information the patient/layperson gave to this senior medical affairs specialist on june 3 and to a customer care advocate, cca, in 2008. The cca replaced the ultra test-strips and control solution although the product passed quality control testing. Results are in mg/dl. The patient recently changed insulin pumps and meters. Currently the patient uses the one touch ultralink meter. The patient states she corrects her insulin dose based upon pre-meal blood glucose results and carbohydrates. Because of the extra novolog insulin she has been taking, the patient was concerned that some of the results possibly were inaccurately elevated compared to results from the past. On two days earlier at 1:00 p.m., the patient reportedly became hypoglycemic after dosing extra insulin based upon a 349 result on her meter. She claimed she had heart palpitations and a cold sweat. The patient self treated with around 8 oz of orange juice. Although she tested when experiencing the symptoms, she does not recall the result. The patient also says she does not recall having symptoms of elevated blood glucose when it was 349. However, the patient admitted that she is becoming asymptomatic. She denied having a problem with the pump. The patient plans to speak with her physician to determine whether her insulin regime needs to be changed. This complaint is being reported because the patient alleged symptoms that could be associated with hypoglycemia after the reported issue.